Event description:
Pt receives tpn for 12 hours daily via ambulatory pump. On (B)(6)2010, pt was sent a shipment of 6 bags, all of which were free of air as well as fitted with a tubing which was primed and ready for infusion. On (B)(6)2010, home health nurse was getting ready to start to infuse a bag and noticed that the tubing was entirely filled with air. It took much time and many manipulations for the nurse to get the tubing to prime again and get the fluid past the location of the filter. Dates of use: (B)(6)2010-(B)(6)2010. Diagnosis or reason for use: ulcerative colitis; intestinal obstruction.